Manufacturer narrative:
This medical device report (MDR) is being submitted outside of the standard 30-day reporting timeframe due to corrective actions taken following a non-conformity identified during an mdsap audit / inspection. The product is classified as a "bone grafting material, animal source." However, no product name, product item number or lot number were provided after multiple requests. Insufficient information was provided to conduct an investigation into the reported adverse event. Insufficient information was provided to specify the device brand name and device 510(k) number. This MDR report is for patient 2 of 3. Refer to MDR report 2249852-2025-00056 for patient 1 and 2249852-2025-00058 for patient 3.

Event description:
This adverse event occurred outside of the u.s. However as there is a similar marketed device in the u.s., an MDR is being filed. Limited information provided. It was reported a regeneross product was used on 3 patients to perform a sinus lift . For patient 2, the clinician reported an infection in the patient. The product item number and product lot number were not provided. The specific brand name was not provided. Additional information was requested, including product identifying information, event information, if any medical intervention was required, patient status, and patient outcome. No additional information was provided.